Manufacturer narrative:
An event regarding fracture involving an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a review of the medical records provided concluded that two major overload factors were present in the arthroplasty: cup malposition with overload and most probably impingement as well plus loss of bone support around the proximal section of the exeter stem as reported in the revision surgery report as a consequence of poly wear due to overload in the bearing also by cup malposition. Of further relevance is the fact that the exeter stem was implanted in combination with a depuy duraloc cementless type of cup. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a review of the event by a clinical consultant concluded that two major overload factors were present in the arthroplasty: cup malposition with overload and most probably impingement as well plus loss of bone support around the proximal section of the exeter stem as reported in the revision surgery report as a consequence of poly wear due to overload in the bearing also by cup malposition. . Of further relevance is the fact that the exeter stem was implanted in combination with a depuy duraloc cementless type of cup.

Event description:
An exeter 44 number 0 stem fractured 10 years post primary operation requiring revision of a right total hip. It was noted that the patient advised via phone that revision required as a result of a fall on over (B)(6) 2013.

Event description:
An exeter 44 number 0 stem fractured 10 years post primary operation requiring revision of a right total hip. It was noted that the patient advised via phone that revision required as a result of a fall on over (B)(6) 2013

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.